Event description:
It was reported that the patient's mobile power unit (mpu) had a damaged power cable and the power cable did not work.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of a damaged mobile power unit (mpu) patient cable was able to be confirmed. The mpu (serial number: mpu-40600) was returned for analysis to the service depot and was evaluated and tested. The mpu was visually inspected and the patient cable was found to be damaged. The patient cable was replaced and the mpu was functionally tested and was found to operate as intended. The repaired unit was returned to the customer. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the patient cable appeared to have bite marks on it. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(6)) and were found to pass all manufacturing and qa specifications before being shipped to the customer on 21apr2021. No further information was provided. The manufacturer is closing the file on this event.